Event description:
A hospital in (B)(6) reported that an rt330 infant optiflow circuit was damaged during use. No patient consequence reported.

Manufacturer narrative:
(B)(4). The complaint device was recently returned to fisher & paykel healthcare in (B)(4) for evaluation. Our investigation is currently in progress and we will provide a follow up report upon completion of our investigation. Investigation currently in progress.

Manufacturer narrative:
(B)(4). Method: the complaint rt330 infant breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. The returned rt330 circuit was visually inspected and the resistance of the heater wire was checked with a calibrated multimeter. In addition, we attempted to replicate the reported damage by carrying out simulations on sample rt330 infant breathing circuits. The simulations included pinching the inspiratory limb in a vise, covering the inspiratory limb with a cloth, running the circuit with no gas flow and heating the inspiratory limb with an external heat source. Results: visual inspection revealed that the inspiratory limb was damaged between 36 to 45 cm from the proximal connector. In one particular section of the inspiratory limb the inner tube appeared to be damaged, however no damage was noted to the outer tube. The resistance test showed that the inspiratory heater wire was within specification. Furthermore, no damage was noted to the heater wire insulation. In all our simulations we were unable to replicate the damage observed on the returned rt330 infant breathing circuit. The hospital further reported that the mr850 respiratory humidifier included in the setup at the time of the reported incident was performance tested and no fault was found with the mr850. A lot check revealed no other complaints of this nature for lot 130711. Conclusion: we are unable to determine the cause of the observed damage on the returned rt330 infant breathing circuit. All breathing circuits are pressure and leak tested prior to being released for distribution. Any circuits that fail are rejected. The user instructions that accompany the rt330 state the following: "patient monitoring is recommended." "Check all connections, caps and/or plugs are tight before use."

Event description:
A hospital in (B)(6), reported that an rt330 infant optiflow circuit was damaged during use. No patient consequence reported.